Event description:
Customer said she was feeling dizzy, reported blood glucose result of 64 mg/dl on aviva system 1, retest was 31 mg/dl on aviva system 2 within 10 minutes. Self treated with orange juice. Same vial of strips used in each meter. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
(B)(6).